Event description:
The pt had reported in 2004 that their one touch ultra meter was giving inaccurate low results. The pt had been getting low results on their meter for a few weeks now. They have been a diabetic for 10 years and have had this meter for about a year. They do not test on the meter as often as they are supposed to. They test maybe once a day, but they are supposed to be testing at least three times a day. They take oral medications for diabetes. (Glucophage and amaryl - dosage unknown). They had continued to take their set amount of oral pill during the time they were getting low results on their meter. They were just very sleepy and family member was not able to wake them up completely. Family member tested them on their meter with a result of 40 mg/dl. Family member immediately called the paramedics and they arrived within 10 minutes. Their blood glucose result on the paramedics' meter was "over 400 mg/dl." They were taken to the hosp and admitted for 2 weeks with an admitting diagnosis of hyperglycemia. During troubleshooting, it was discovered that the pt had been using expired test strips, which would have resulted in the inaccurate low results they were getting. The meter was in the right unit of measurement and their testing technique was correct. This case is reported as an adverse event because the pt suffered a serious injury due to use error of using expired test strips.